Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the lead exhibited high capture thresholds, low sensing thresholds, and decreased impedance. During a follow-up, it was noted that the measurements were intermittent. Pacing and hv impedance measurements were stable. The patient will be monitored.